Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
An lv lead dislodgement was diagnosed. The patient was hospitalized. For diagnostics a chest x-ray was done. The lv lead was successfully repositioned.